Event description:
The customer reported that prior to use on a patient, the unit shut off after approximately two minutes of running. The patient was switched to another unit and therapy was initiated. No patient injury was reported.